Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75 x 24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was put into the guide, while inside the patient, the shaft broke. The physician was able to retrieve the distal stent from the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found a hypotube break at 595 mm distal from the distal end of the strain relief. Slight bending of the shaft was noted on both sides of break site. Multiple hypotube kinks were also noted along several locations of the hypotube shaft during device examination. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.75 x 24mm synergy ii drug-eluting stent was advanced to treat the lesion. However, when the device was put into the guide, while inside the patient, the shaft broke. The physician was able to retrieve the distal stent from the patient and the procedure was completed with a different device. No patient complications were reported.